Manufacturer narrative:
Device evaluation summary: the ventilator was evaluated and the breath delivery (bd) unit printed circuit board (pcb) was found to have burn marks and a burn smell. There were burn marks at the component r6 on the bd power distribution pcb. The bd power distribution pcb and 4 batteries were replaced. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the power on self test, the 980 ventilator was observed to have smoke coming from inside the unit along with a burnt smell. There was no patient involvement with the reported event.